Event description:
It was reported the patient was experiencing involuntary spasms and the health care provider (hcp) did not know why. The hcp performed a roller study and the manufacturer representative believed it "was fine". The hcp delivered a bolus with no improvement in the patient. The hcp was to perform a dye study on the day of the report. It was unsure when the patient symptoms began and patient condition was unknown. Images of the catheter connection were taken to determine if the catheter was correctly connected. The hcp reported that the elective replacement indicator (eri) was in 16 months and that the logs were "clean". The medication used was morphine 10mg/ml. It was reported a couple weeks later that the pump had premature battery depletion. It was reported that the patient experienced withdrawal symptoms including altered taste, spasms and myoclonic jerks. The patient was not hospitalized. Imaging was taken on (B)(6) 2012 and results were not given. The morphine dose was adjusted per hcp (conflicting information was given on what the exact dosing was). A pump rotor study was performed but results were not given. It was reported a couple days later that the pump was surgically replaced. It was reported that the actual residual volume in the pump was greater than the expected residual volume by "more than 20 percent". It was reported that patient was with increased pain. It was reported that the pump was at end of life with decreased effectiveness in treating pain. The patient recovered without sequela. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type catheter. (B)(4). Analysis of results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.